Manufacturer narrative:
On (B)(6), ,2021 customer returned pump for an alleged damage reservoir compartment and crack in the res compartment window. Pump received with multiple cracks on the case. Unit received unable to perform the displacement test. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, missing end cap sticker, stained address/serial number label and cracked belt clip slot. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring and reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.